Event description:
The manufacturer received information alleging ventilator service required error code was found on a trilogy 200 device. The device was not in use on a patient at the time of the occurrence. The trilogy 200 device was evaluated at the manufacturer service center. During the evaluation, it was noted that the error code, internal battery permanent failure (e-0193), was observed on the device's error log. The manufacturer's service technician evaluated and determined the internal battery had caused the error code to occur on the device. In conclusion, the device's internal battery needs replaced to address the issue. The device was scrapped per the customer request. The root cause is confirmed at this time. Additionally, during the service of the device, the rubber feet need replaced for missing on the device, which was unrelated for the reportable issue. Another error code, urgent reminder (e-0290), was observed on the device's error log and the internal battery needs replaced to address the issue. The front enclosure case needs replaced for physical damage unrelated to the reported issue.